Event description:
Nurse, head of theatre, reports via our sales rep, that the nail broke approx 5 months post implantation.

Manufacturer narrative:
Additional info has been requested and if received, will be submitted on a supplemental report.